Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.